Manufacturer narrative:
This report is submitted on march 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an extrusion of receiver stimulator. The patient was treated with antibiotics (type and date not reported). Subsequently, the device was explanted on (B)(6) 2016. The patient was reimplanted with a new device on (B)(6) 2017.